Manufacturer narrative:
This report is being cancelled as duplicate to mfg report number 2249723-2024-0004020. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This report is being cancelled as duplicate to mfg report number 2249723-2024-0004020.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a battery maintenance alarm.